Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fractured implants/device fracture or breakage') and device dislocation ('migrated implants/pain from migrated implant') in an adult female patient who had essure (batch no. C26970) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included chlamydial infection and gonorrhea. Concurrent conditions included grand multiparity, inflammation, lower abdominal pain, breast cancer, skeletal pain, malignant neoplasm of cervix uteri, breast pain, breast cyst, mastodynia, pain menstrual and quick's value decreased. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) and medroxyprogesterone acetate (depo provera). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced genital haemorrhage ("heavy and abnormal bleeding/ unusual bleeding"). In (B)(6) 2017, the patient experienced dyspareunia ("pain during intercourse/ painful intercourse"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) with abdominal pain and pelvic pain, dysmenorrhoea ("severe menstrual pain"), menometrorrhagia ("irregular and prolonged menstruation/ irregular periods"), menstrual disorder ("unusual periods") and abdominal pain lower ("cramping"). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, genital haemorrhage, dysmenorrhoea, menometrorrhagia, dyspareunia, menstrual disorder and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, device breakage, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menometrorrhagia and menstrual disorder to be related to essure. The reporter commented: patient's symptoms are so severe and problematic that she may have to undergo a hysterectomy to remove the essure device. Confirmed pou yes( as reported) batch no c26970 production date 2014-03-01 expiration date 2017-03-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fractured implants/device fracture or breakage') and device dislocation ('migrated implants/pain from migrated implant') in an adult female patient who had essure (batch no. C26970) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "she did not underwent essure confirmation test." The patient's medical history included (B)(6). Concurrent conditions included grand multiparity, inflammation, lower abdominal pain, breast cancer, skeletal pain, malignant neoplasm of cervix uteri, breast pain, breast cyst, mastodynia, pain menstrual, and quick's value decreased. Concomitant products included ethinylestradiol; norgestimate (ortho tri-cyclen) and medroxyprogesterone acetate (depo provera). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced genital haemorrhage ("heavy and abnormal bleeding/ unusual bleeding"). In (B)(6) 2017, the patient experienced dyspareunia ("pain during intercourse/ painful intercourse"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) with abdominal pain and pelvic pain, dysmenorrhoea ("severe menstrual pain"), menometrorrhagia ("irregular and prolonged menstruation/ irregular periods"), menstrual disorder ("unusual periods"), and abdominal pain lower ("cramping"). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, genital haemorrhage, dysmenorrhoea, menometrorrhagia, dyspareunia, menstrual disorder, and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, device breakage, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menometrorrhagia, and menstrual disorder to be related to essure. The reporter commented: patient's symptoms are so severe, and problematic that she may have to undergo a hysterectomy to remove the essure device. Confirmed pou yes ( as reported). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: pif received: event unusual periods and cramping added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.